Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the main board software was hanging on the intellivue mx500 patient monitor after the installation of an interface board. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the main board software was hanging on the intellivue mx500 patient monitor after the installation of an interface board. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported that the main board software was hanging on the intellivue mx500 patient monitor after the installation of an interface board. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.